Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5069197) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdominal area") and embedded device ("the second coil is embedded in my uterine muscle wall/one coil was not installed correctly") in a female patient who had essure inserted for female sterilization. Concomitant products included fluticasone propionate (flonase), levothyroxine sodium (synthroid) and loratadine (claritin). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required). In 2017, the patient experienced embedded device (seriousness criterion medically significant). The patient was treated with surgery (one coil removed on (B)(6) 2017). At the time of the report, the abdominal pain lower and embedded device had not resolved. The reporter considered abdominal pain lower and embedded device to be related to essure. The reporter commented: the patient is in process of getting the second surgery scheduled company causality comment this spontaneous case report was received from a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and had pain in lower abdominal area. One coil was removed (B)(6) on 2017. The second coil is embedded in her uterine muscle wall (coil was not installed correctly), she is in the process of getting the second surgery scheduled. Uterine perforation and embedment (partial uterine perforation) may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a uterine perforation occurs patient may present pain. In this particular case, consumer stated essure was not installed correctly but no information was given about the insertion procedure. This case was classified as incident since device removal was required. A product technical analysis is being sought. No further information can be obtained since consumer did not provide her contact details.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdominal area") and embedded device ("the second coil is embedded in my uterine muscle wall/one coil was not installed correctly") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone propionate (flonase), levothyroxine sodium (synthroid) and loratadine (claritin). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required). In 2017, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced wrong technique in product usage process ("handling error"). The patient was treated with surgery (one coil removed on (B)(6) 2017). At the time of the report, the abdominal pain lower and embedded device had not resolved and the wrong technique in product usage process outcome was unknown. The reporter considered abdominal pain lower and embedded device to be related to essure. The reporter provided no causality assessment for wrong technique in product usage process with essure. The reporter commented: the patient is in process of getting the second surgery scheduled. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. However, a handling error was concluded and there is likely a relationship between the reported medical events and the handling error. Most recent follow-up information incorporated above includes: on 29-may-2017: quality-safety evaluation of product technical complaint company causality comment: this spontaneous case report was received from a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and had pain in lower abdominal area. One coil was removed on (B)(6) 2017. The second coil is embedded in her uterine muscle wall (coil was not installed correctly), she is in the process of getting the second surgery scheduled. Uterine perforation and embedment (partial uterine perforation) may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a uterine perforation occurs patient may present pain. In this particular case, consumer stated essure was not installed correctly but no information was given about the insertion procedure. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. However, a handling error was concluded and there is likely a relationship between the reported medical events and the handling error. No further information can be obtained since consumer did not provide her contact details.